Event description:
It was reported that stent dislodgement occurred. While preparing a 20x2.50mm omega¿ bare metal stent for use, the physician noted that the stent was detached from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The stent was not returned. The balloon was loosely folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While preparing a 20x2.50mm omega¿ bare metal stent for use, the physician noted that the stent was detached from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.